Event description:
The customer reported that during a cystectomy, the device knife would not return and the jaws would no longer open. The same thing occurred twice in a row. The device was forced to be removed causing some tissue damage. Another device was used to complete the procedure without incident. There was no pt injury. No further information on this incident has been made available by the customer. The additional device used in this procedure can be found on MFR. Report# 1717344-2010-00597.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.